Event description:
This report is being filed to review the following journal article: "low risk of fracture using a cementless triple-tapered collared femoral stem with automated impaction in direct anterior approach total hip arthroplasty". This article reported eighteen (18) intraoperative fractures y (15 calcar, 2 greater trochanter, 1 posterior cortical) and six (6) postoperative fractures y (5 greater trochanter, 1 diaphyseal). One postoperative fracture required a revision arthroplasty. A copy of this literature article is attached to this medwatch report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). D4: the serial number was unknown; therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.